Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records reviewed . The medical record alleges that the MRI port reservoir and central venous catheter pokémon therapy on the left side of the breast to the patient under fluoroscopic guidance. Approximately one month later with the help of the fluoroscopic guidance the mediport was accessed an attempt to inject iodinated contrast material. However stagnant resistant was felt and pain was occurred on left side. Additional images of the region show no contracts been flown down to the mediport catheter, it was also observed that on the cephalad extent, the catheter had a sharp kink and in the second area of the catheter transverse down the jugular vein observed to be broke. However deep catheter tip is in good position at the superior vena cava right atrial junction. After a week the patient had discomfort at the left side of the breast and the port was not functioning which has been evaluated by the interventional radiology and it was further decide to its planned to explant the catheter. The removal procedures was taken with two separate incision to remove the entire catheter and the mediport. Based on the medical record review, the investigation was confirmed for all the reported blocked connection, catheter fracture, catheter kink and separation issue and migration respectively. Additionally, it can be confirmed that the patient experienced pain. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that three years and six months post a port placement via right internal jugular vein, for administration of chemotherapy in treatment of breast cancer, the port was allegedly fractured, and a piece of the catheter moved down the right jugular vein. It was further reported that the port became inaccessible and prevented chemotherapy from being administered. Furthermore, the catheter allegedly had a sharp kink. Reportedly, the patient experienced pain at port site and the fractured catheter and port was removed surgically. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that three years six months post port placement via right internal jugular vein, for administration of chemotherapy in treatment of breast cancer, the port allegedly fractured, and a piece of the catheter moved down the right jugular vein. It was further reported that the port became inaccessible and prevented chemotherapy from being administered. The patient's current status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.